Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 72 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that they received a button error alarm. Customer advised they are not actively using the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.